Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the olympus connecting tubes were broken and locked into the oer-elite during reprocessing. According to the initial reporter, the staff could not connect them to the channel connector in the basin. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the device is an accessory and the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device has not been returned for evaluation. Based on the results of the investigation, it¿s likely the connecting tubes were broken and locked into the oer-elite because of external stress that was applied to the lock lever in an incorrection direction. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation results. The device was returned to olympus and evaluated, and the connecting tubes were confirmed to be broken. In addition, the following non-reportable malfunctions were identified during device evaluation: missing one lock lever and missing one metal clip, scratches metal connector, scratches/nicks green plastic connector, scratches on tube outside, and white spots inside the tube. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.